Event description:
It was reported that following a recent battery replacement procedure, this left ventricular (lv) lead began exhibiting oversensing. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.